Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.